Manufacturer narrative:
Additional information was received that cultures revealed positive for staphylococcus aureus.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket site. The symptoms were pain and redness. During the explant procedure a pus was noted. Intravenous antibiotics was administered. The cause of infection was unknown however the infection was separated by several months from the implant date.

Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm model #: sc-3138-25 serial #: (B)(4), description: scs phiii ext 25cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket site. The symptoms were pain and redness. During the explant procedure a pus was noted. Intravenous antibiotics was administered. The cause of infection was unknown however the infection was separated by several months from the implant date.